Event description:
Info indicates pump was overrunning there is no indication of patient involvement.

Manufacturer narrative:
Cosmetic and functional aspects of the pump were checked. Alarms all worked appropriately. Complaint could not be confirmed.